Event description:
Complaint description: leaks of the infusion liquid (antibiotics: cefotaxime + nacl) were noticed at the junction of the catheter and the extension line (the extension line is inserted in the operating room with the catheter). A small pink box had been placed on the junction hub and the foam was soaked. Medical staff decision: the catheter stays in place 1 additional day but with a blanked (guard) and antibiotics administration for the risk of infection (only one dose of vancomycin). The catheter has been removed on one day after insertion. Clinical consequences: risk of infection - blood culture and antibiotics administration (vancomycin).

Manufacturer narrative:
Qn#(B)(4). The customer returned one two-lumen catheter for evaluation. A stopcock and tubing was connected to the distal luer hub. The catheter contained obvious signs of use in the form of biological material. Green thread was found wound around the juncture hub. Visual examination of the returned catheter did not reveal any defects or anomalies. The catheter was initially flushed to ensure there were no blockages. The distal line contained a significant amount of biological material. The distal end of the catheter was then clamped and a lab inventory syringe was used to pressurize each lumen. No leaks were detected. The catheter was then tested for liquid leakage per bs en iso 10555-1 annex c. This states that there shall be no liquid leakage in the form of a falling drop when pressurized to 300kpa for 30 seconds. The catheter was connected to the leak tester and pressurized to 300 kpa for 30 seconds. No leaks were ob served from any region of the catheter. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture." The reported complaint of a juncture hub leak could not be confirmed through examination and functional testing of the returned sample. The returned cvc did not leak during functional testing. A device history record review was performed and no relevant manufacturing issues were identified. No problem was found with the returned catheter. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information received from the user facility indicating that there was no consequence for the patient. No issue found in the blood test. No fever.

Event description:
Complaint description: leaks of the infusion liquid (antibiotics: cefotaxime + nacl) were noticed at the junction of the catheter and the extension line (the extension line is inserted in the operating room with the catheter). A small pink box had been placed on the junction hub and the foam was soaked. Medical staff decision: the catheter stays in place 1 additional day but with a blanked (guard) and antibiotics administration for the risk of infection (only one dose of vancomycin). The catheter has been removed on one day after insertion. Clinical consequences: risk of infection - blood culture and antibiotics administration (vancomycin).